Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in the implanted device emitting beeping tones and an alert in the remote home monitoring system. Technical services (ts) noted that impedance measurements appear fairly stable in the 110 to 126 ohms range and discussed the option of increasing the alert threshold in the remote home monitoring system to 150 ohms and continue monitoring. Ts also discussed potential troubleshooting options if measurements exceed 150 ohms. No further assistance was requested. No adverse patient effects were reported. This device remains in service.